Manufacturer narrative:
Correction: investigation reported that manufacturing date is november 2012. Device evaluation: a review of the records related to this equipment shows no failure detected. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing year is 2012. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that while using catalys system, they achieved suction but loss it during laser treatment. The laser procedure was completed successfully and no surgical intervention was required.